Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided the reported intimal dissection is the result of insertion of the steerable guide catheter (sgc). The reported hemorrhage is the result of the intimal dissection. The reported deformation due to compressive stress is likely the result of user technique. The reported patient effects of intimal dissection and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report dissection and hemorrhage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The transseptal puncture was successfully performed; therefore, the steerable guide catheter (sgc) was inserted. However, after the sgc was advanced approximately 4cm, the physician felt resistance. The sgc was inspected via fluoroscopy and it was noticed that the sgc had become kinked. The sgc was removed and bleeding occurred from the femoral vein, which the physician suspected to be caused by a dissection. It was suspected that the dissection was caused by the sgc. The procedure was aborted, and the patient was transferred to vascular surgery. No clips were implanted, and mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.